Event description:
A customer reported a repeatedly false negative result for hepatitis b surface antigen (hbsag) for one patient sample. A positive result was obtained when the sample was tested with assays from 4 other manufacturers. A false negative hbsag result could present a risk to public health. There was no report of patient harm as a result of this event.